Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that intermittently the touchscreen becomes unresponsive to presses. Contact declined to perform troubleshooting. In addition, it was reported that intermittently the pump will calculate an amount of insulin to be delivered, but delivers a different amount then programmed. Contact was unable to provide detailed information on the reported issue and declined to upload pump data. Contact stated they were unsure if customer's blood glucose level was impacted due to the reported issues.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.